Event description:
(B)(4). This device case, which does not involve an adverse event, reported by a pharmacist, who contacted the company with a product complaint, concerns a patient of unknown age, gender, or origin. The patient was taking an unspecified medication for treatment of an unknown indication. On (B)(6) 2010, the humapen memoir was reported to be defective. This humapen memoir is associated with product complaint (B)(4), lot 0907c02. The returned device was found to have missing segments in dose numbers. The operator of the device was unknown. It was unknown if the user was trained. This device model was used for an unspecified length of time. The device was returned on (B)(4) 2010. The humapen memoir was not continued.

Manufacturer narrative:
Reportable malfunction/near incident identified. Investigation in progress. This is an initial report. A follow-up report will be submitted when the final evaluation is completed.